Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; the device was discarded at user facility. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reports that the tip broke off the bur when drilling in the frontal sinus. The detached fragment has been successfully retrieved; there was no patient impact.